Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used for an esophageal varices banding procedure performed on (B)(6), 2012. According to the complainant, prior to the procedure, the device was tested outside of the patient and the band deployed as designed. During the procedure, while in the patient's lower esophagus, two attempts to deploy a band were made however; the bands failed to deploy. Reportedly, a third attempt was made and the white band deployed however; the band did not attach to the varix. When the device was removed from the patient, it was noticed that the bands were attached to the scope. The case was not completed at this time. On (B)(6), 2012 the bsc representative reported that the procedure was rescheduled for (B)(6) 2012. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used for an esophageal varices banding procedure performed on (B)(6), 2012. According to the complainant, prior to the procedure, the device was tested outside of the patient and the band deployed as designed. During the procedure, while in the patient's lower esophagus, two attempts to deploy a band were made however; the bands failed to deploy. Reportedly, a third attempt was made and the white band deployed however; the band did not attach to the varix. When the device was removed from the patient, it was noticed that the bands were attached to the scope. The case was not completed at this time. On (B)(6), 2012 the bsc representative reported that the procedure was rescheduled for (B)(6) 2012. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The speedband super 7 ligator head, bands, handle assembly; trip wire and suture were returned for evaluation. Residue was present on the device indicating use. A visual examination found that three blue bands remaining on the ligator head were rolled out of position. Two blue bands and one white band had been deployed and were returned separated from the ligator head. The sixth blue band was not returned. Additionally, the teeth of the ligator head were found to be badly damaged. Examination of the handle assembly revealed that the tripwire was not cinched in the handle slot nor was there any evidence that the trip wire had been cinched prior to receipt. In addition, the trip wire had been tightly twisted around the handle assembly post with the suture intact and attached to the tripwire loop. Functionally, the handle was able to be rotated and clicks approximately every 180 degrees of rotation. The condition of the returned incident device was consistent with the complaint since the returned device visually reflects the reported issue. The evaluation found that the tripwire was not properly cinched in the handle slot which could ultimately impact the deployment activity of the bands. Based on the evaluation conducted and the details of the complaint, it is probable that failure to deploy the bands was most likely due to anatomical/procedural factors which limited the device performance. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Manufacturer narrative:
The device has been received for analysis however, an evaluation has not been performed as of yet. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.